Event description:
It was reported that during an unknown procedure, the handpiece wouldn't complete the self test at the beginning of a case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 04/22/2009. Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specifications of continuity. No assembly or disassembly were noted during testing. The hand piece ws disassembled, a torn acoustic isolator and evidence of moisture ingress were found.